Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump was running a basal at the time of the alarm but was disconnected from the body. The pump was in a bag outdoors but not at high altitude.